Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. And additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. It was further clarified that the customer gets color bars when unit is plugged into the cv-170 with no image. Their other otv-s7h-1d is working fine. Customer had sent their cv-170 and it was returned no problem found. Customer still believes the issue lies with the cv-170. It was explained that the cv-170 was tested in repairs and works with 1 unit so the issue is probably related to this otv-s7h-1d. A field service visit was requested. An olympus field service engineer (fse) was dispatched to the user facility. It was confirmed that cv-170 would detect that a scope was plugged in but would ask to do a light balance, which is a non reportable issue. The reportable event, scope not recognized/no image, was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue was found in the middle of a hysteroscopy. The procedure was both therapeutic and diagnostic. Due to the reported issue there was a delay as the user had to convert to a polypectomy under ultrasound guidance to complete. The patient was under moderate sedation, not general anesthesia.

Event description:
The customer reported to olympus, the video system center does not recognize the camera head. It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.